Manufacturer narrative:
The system history shows that the laser was verified successfully after the date of complaint. Log file review shows no abnormality. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported hyperopic patients were ending up overcorrected after lasik. Upon follow up, reporter informed change in schedule of gas changes has improved outcomes and resolved the issue.